Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm ,vticmo13.2, -6.00/1.0/106 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault. Problem was resolved. Cause of this event is unknown.